Manufacturer narrative:
Device not available.

Event description:
It was reported that at the post op procedure visit the latera implant had extruded from the surgical site. The doctor performed an additional procedure to remove the implant. No additional adverse consequences, were reported.